Event description:
The customer called and requested assistance. The customer sounded incoherent and the paramedics were called. The paramedics arrived and checked his blood glucose, which was 111mg/dl. Advised the customer to call back when feeling better to troubleshoot before connecting to the insulin pump. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.